Manufacturer narrative:
The device information is updated in this report. The device was rep in previous report but now the device is updated, and it is under recall. Device material number, catalog number, UDI number are updated. Additionally, code for "problem code grid" along with recall (z) number is updated in this report.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device's event. The patient is alleging of asthma (new or worsening). At this time, no medical intervention has been reported. Additionally, the device was returned to the third-party service center and there was no foam particle found during the evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device's event. The patient is alleging of asthma (new or worsening). At this time, no medical intervention has been reported. Additionally, the device was returned to the third-party service center and there was no foam particle found during the evaluation. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. There was 0 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Section h6 updated in this report.